Event description:
The customer complained that the bed attempts to run up and down unintentionally, but it moves very little. The relays continuously click on the motor control board.

Manufacturer narrative:
The tech replaced the foot hi/low column and the motor control board, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.